Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, almost at the end of the surgery, the fenestrated bipolar forceps (fbf) broke the cable, making it impossible to use. However, it was not necessary to open another instrument. The procedure was completed with no reported injury.